Manufacturer narrative:
A service visit was made. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the system behaved in an unusual manner during a cataract surgery. Per reporter, the handpiece was not behaving as expected, making non-expected noises and not appearing to do anything. The surgeon and scrub nurse assumed the tip was blocked so they immersed it in balanced salt solution and applied power to flush the tip. It made no difference so they checked the tip and found it to be fine. They continued with the surgery, but fragments of the cataract ended up in the iris of patient. The capsular bag was also damaged. The surgeon had to make two holes in the iris (iridectomy) and carried out an anterior vitrectomy to retrieve large fragments of cataract from the iris. The surgery was completed. There was a 45 minute delay. The surgeon had no reason to think that he will not make a full recovery. He was booked in to see the surgeon for a follow up. Attempts have been made to obtain additional information with no response to date.

Manufacturer narrative:
Evaluation summary: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The handpieces used in during the case were being sterilized and the determination of which handpiece was used during this event, was unknown. Therefore, the handpiece non-conformity could not be confirmed. For the handpiece the serial number (s/n) was not provided, therefore, manufacturing information could not be obtained. The associated system met specifications at the time of release. Posterior capsular (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie.dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the system or phaco handpiece had any effect on the integrity of the posterior capsule; therefore, the root cause of the reported posterior capsule tear cannot be determined conclusively. The suspected handpiece could not be identified and checked; therefore, the reported handpiece non-conformity cannot be verified. (B)(4).